Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a manufacturer representative met with the customer biomedical engineer who has been working on replacing multiple dimmed segments on the 8100 modules. There was patient involvement but no harm. Additional information received: customer states he is replacing the boards as instructed.